Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-24273. It was reported that patient is experiencing pocket heating while charging her ipg. A replacement charging system was sent to the patient to address the issue. Follow-up on (B)(6) 2013 the patient reported the new charger resolved the issue. On 08/01/2012 st jude medical, neuromodulation division , sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charing events and other non-reported events was expected.